Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hospitalization that occurred on or approximately (B)(6) 2015. Patient reported being hospitalized for diabetic ketoacidosis (dka). No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of dka.